Manufacturer narrative:
Device evaluation: delamination in the diaphragm valve. Leak test was performed and found opening on anterior. A microscopic analysis was performed which identify delamination in the diaphragm valve. Based on the device analysis the final assessment is: - delamination of the diaphragm valve assessed as adhesive failure.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation was deflation.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.